Manufacturer narrative:
H3: the implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. On (B)(6) 2019, the patient reported to the hcp that the ins was placed for interstitial cystitis with overactive bladder. They stated that the implant never seemed to help their symptoms at all, and then, approximately 4 years prior to (B)(6) 2019, it stopped working altogether. Then, for the several months prior to (B)(6) 2019, the patient had been experiencing pain over their ins and was bothered by it, so they desired to have the implant removed. There were no obvious exacerbating or alleviating factors identified. It was noted that the ins was palpable under the skin, and the patient reported pain with palpation in that area, but there was no erythema or fixation of the generator to suggest infection. On the day of explant, (B)(6) 2019, it was noted that the patient had urge incontinence of urine with a nonfunctional implant; it was clarified that implant had never worked well for them, and they had turned it off approximately 3 years prior. The whole system was removed without incident.